Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Return instrument test/evaluation (rite) test failure, no patient involved.

Manufacturer narrative:
(B)(4). Measured ground resistance from power entry module ground to door post for troubleshooting purposes, which was 002 ohm (specification is 0.001 to 0.100 ohm); inspected door post: tight and secure; internal inspection: no problems found; reviewed the device history for previous return: previous return unrelated. The assignable cause for ground bond failure was undetermined. Device will be sent to servicing.

Manufacturer narrative:
(B)(4). Measured ground resistance from power entry module ground to door post was 0.002 ohm. It was reported in the initial submission to be 002 ohm.